Event description:
Catheter infusion device intact per x-ray 7/9/96. 7/23/96 pt complained of abdominal pain for 6 weeks. Port a cath device not operational. (Able to get blood return, resistance encountered with flush attempt, which was promptly halted). 7/23/96 catheter fractured with distal 10cm in hepatic vein per x-ray films. Removal of device being arranged as op. Admitted 7/27/96 to hosp with abdominal pain and fever. Transferred 7/30/96 to another medical center.